Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.

Manufacturer narrative:
Correction: g1, g3, g4, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to check IV set error. Replaced corroded right, left iui. Lvp keypad recall completed. Replaced door assy with keypad. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2017, to the present date (B)(6) 2020, and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.